Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. He was unable to exit the preparing to prime loop. The insulin pump was exposed to water. The batteries on the insulin pump were draining faster than normal. The customer experienced a high blood glucose level of 300 mg/dl because he was unable to use the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to force sensor resistor damage by moisture. Unable to verify compromised force sensor system alarms due to motor error alarms. Unit received with cracked case at display window corners, display window and battery tube threads, and minor scratched lcd window.